Event description:
The patient came in with pain. X-ray detected that nail was broken. The surgeon reported that the end of the nail still remains in the patient. The patient was revised with a long nail.